Event description:
Related manufacturer number: 2017865-2022-02691; 2017865-2022-02692. It was reported that the patient's pocket was infected. The pocket was puffy but not red or warm to the touch. The system was explanted. The patient did not suffer any adverse effects. The patient was stable.